Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a pump prior to use. It was reported the rep was in the operating room with a new 20 ml pump. Upon initial aspiration of the sterile water they were only able to get back 11-12 mls but did see bubbles to confirm the reservoir appeared empty. They attempted to fill the pump completely with 20 mls of saline but could only get in 16 mls. They then tried to aspirate out the 16 mls but couldn¿t get all of it back. The nurse felt resistance with aspiration. It was asked if they should consider using a different pump and it was reviewed this was a medical decision but that they could try using a new refill kit. The rep returned to the operating room to discuss options with the doctor. The rep called back and reported they decided to use another needle, but the same issue occurred. They ended up using a backup pump and everything was fine with that. The rep reported they took the pump with issues and tried to aspirate on their own. They tried to aspirate normally by pushing the needle through the middle of the septum and got the same issue. They then tried pushing the needle through on the very edge going straight in and they were able to get all of the fluid out. It was stated the pump would be sent back for analysis.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed no anomalies. The returned pump passed all functional testing in the lab. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.